Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (display issues) has been confirmed. As received, the cover was torn from the case, lcd screen was shattered and the boards inside of the monitor were shifted. A battery pack was also unable to be inserted into the monitor due to the excessive damage. The root cause of the damaged monitor cannot be positively identified, but was likely a result of excessive force. Device eval of monitor sn (B)(4) has been completed. The reported problem (damaged response module) has been confirmed. Upon eval, the rear response button flex connector was found to be defective. The root cause of the defective flex connector cannot be positively identified. No adverse event resulted from the defective monitors. The pt was provided with a replacement monitor. Device MFR date: monitor sn (B)(4). Monitor sn (B)(4): 03/2011.

Event description:
An (B)(6) male pt's wife called zoll customer support to report that something is displayed on the pt's monitor screen that looks like "black squiggly lines". The wife stated that there are no words on the monitor screen (on monitor sn (B)(4)). When the pt service rep (psr) went to deliver a replacement monitor to the pt, it was discovered that the response module was defective on the replacement monitor (sn (B)(4)). The pt was issued a replacement monitor.